Manufacturer narrative:
Date of death, event, tests, therapy, and implant: date is estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report #. Article titled geographical difference of the interaction of sex with treatment strategy in patients with multivessel disease and left main disease."

Event description:
It was reported through a research article identifying xience drug-eluting stents that may be related to the following: myocardial infarction, stroke, revascularization, and death. Details are listed in the article, titled geographical difference of the interaction of sex with treatment strategy in patients with multivessel disease and left main disease."